Event description:
After a difficult placement of the device through tortuous iliacs a proximal type I endoleak was noted. The pt exhibited an angulated infrarenal angle and angled into the aneurysm. Another MFR's stent was placed at the proximal seal zone to resolve the leak, but the leak perisisted. The pt is to be observed. The physician thinks the endoleak may have been due to the angulation.